Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had keypad unresponsive. Customer's blood glucose value was unknown. The customer was declined to troubleshooting. Customer stated that they insulin pump was not warning when battery and insulin was getting low. Customer stated that battery die on and run out of insulin because insulin pump was not getting a warning . Customer stated that insulin pump had failed battery test and reject new batteries. Customer was to press button more than once before it take action and rewind slower. The device will not be return for analysis.